Manufacturer narrative:
Approximate age of device- 6 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported there were low speed limit alarms noted on the history. Log file analysis captured speed drops below the low speed limit on (B)(6) 2019. The speed drops continued to occur intermittently throughout the remainder of the log file and only occurred when the patient was connected to the mpu. They could be caused by a percutaneous lead short to shield. The patient did not want to proceed with a percutaneous lead repair. The patient was already being followed by hospice. A power module and ungrounded cable were provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events were confirmed through the analysis of the log file that was provided by the account. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured events appeared consistent with a potential driveline issue. The submitted log file contained data from 10may2019 through 05jun2019. The log file captured low speed advisory alarms starting on (B)(6) 2019 when the patient¿s speed dropped below the patient¿s low speed limit. The pump struggled to maintain the set speed until the end of the file. The low speed events occurred while the patient was supported by the mpu. It was noted that the pump maintained a speed above the low speed limit while connected to batteries. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.